Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Codes: updated. Device evaluation: the complaint can be confirmed. The device is leaking due to cracks in the tank cover. Replaced the tank cover. Old version mainboard changed, preventative maintenance (pm) performed, and temperature adjusted. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device is leaking. There was unknown patient involvement.

Manufacturer narrative:
Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.